Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during a hospital stay after the patient was involved in a car accident, noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Lead damage was alleged to be present before the accident, along with the inappropriate ams and noise resulting in oversensing. Noise was reproduced when applying pressure to the device. The ra lead was explanted and replaced to resolve event. No abnormalities were observed visually or through diagnostic imaging during the procedure. The patient was stable.